Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-operative diagnosis: l3 l4, l4-l5 herniated nucleus pulposus with cauda equina syndrome and mechanical instability. For which he underwent following procedures: l3 laminotomy, l4 laminectomy, l5 laminotomy, bilateral l3-l4, l4-l5 discectomies, transforaminal lumbar interbody fusions with 10x 30 mm allograft respectively and autologous bone, posterolateral fusion with rhbmp-2, graft and autologous bone and expedium instrumentation with 7.0 screws, 55-mm in length. As per op-notes ¿ l3-l4 endplates were cut down with a 10-box chisel, and a 10x 30 mm allograft was then placed as an intervertebral fusion. On top of this autologous bone was packed to augment the fusion and the disc space itself. At l4-l5 11 x 30 mm allograft was then placed as a transforaminal lumbar interbody fusion, and again, autologous bone was packed on top of this to augment the fusion and interbody space. The transverse processes were decorticated and allograft was packed on the right hand side from l3 to l5, bmp was rolled over graft and placed between the facets and the transverse processes from l3 to l5. The same procedure was repeated on the patient¿s left side, although there was not enough autologous graft, so this was done with graft and rhbmp-2. The sponge and needle counts were correct at this point.¿ patient tolerated the overall procedure without any complications.